Event description:
The customer contacted baxter's technical service center and reported a system error 2240, which occurred on the homechoice (hc) during dwell 1. The home patient (hp) stated that he had the alarm earlier. The baxter technical service representative (tsr) asked the hp troubleshooting questions. The tsr asked the hp to close the clamps and disconnect. The hp stated that he already closed the clamps and disconnected. The tsr had the hp cycle the power. The hc advanced to press to go start. The tsr assisted with removing the set. The tsr asked the hp if he had manual supplies and the hp stated yes. The tsr advised the hp to contact the hospital. Proper procedures per the user manual were reviewed with the hp. No patient injury or medical intervention was reported at the time of the initial call. The problem was resolved over the phone and a swap of the device was not required.

Manufacturer narrative:
(B)(4). The cause of the system error 2240 alarm was undetermined. A batch review was not performed as the lot number was unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the emdr as the product code and lot number are unknown.